Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Medical device lot #: an invalid lot # of 20046883 was provided by the initial reporter. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received for quality investigation. The customers complaint of a missing roller clamp was verified by visual inspection. In addition to the visual inspection, comparison of the sample to the material number build of material (bom), it was confirmed that the roller clamp should be included on this assembly. No further defects or damages observed. A device history record review for model 41173e lot number 20045883 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this occurrence is an issue with the assembly at the manufacturing facility. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received for quality investigation. The customers complaint of the roller clamp (p/n 12281061) was missing was verified by visual inspection. In addition to the visual inspection, comparison of the sample to the material number build of material (bom), it was confirmed that the roller clamp should be included on this assembly. No further defects or damages observed. The root cause of this occurrence is an issue with the assembly at the manufacturing facility.

Event description:
It was reported that the dehpfree pri grav set 1 ss vlv experienced a missing component. The following information was provided by the initial reporter: material no: 41173e, batch no: unknown, (reported 20046883). I have product # 41173e, lot # 20046883 gravity set with roller clamp, with no roller clamp.